Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of an unspecified sized left (lcfa) and right (rcfa) common femoral arteries using prostar xl devices. Reportedly, during arteriotomy closure of the lcfa and rcfa, after the needles of each device were deployed only three of four needles of each device were visible at the hub. A needle backdown was performed for each device as indicated in the instructions for use and each device was turned 180-degrees. A second attempt was made to deploy the needles, but again only three of the four needles of both devices remained visible at the hub. The devices were removed from their respective arteries over a guide wire and the sutures of two additional prostar xl devices were deployed using the pre-close technique. The sutures were set to the side, the access site was upsized, and after conclusion of the abdominal aortic aneurysm repair procedure hemostasis was achieved with the sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. (B)(4) - failure to follow steps - a needle backdown for the device was reportedly performed, each device was turned 180-degrees, and a second attempt was made to deploy the needles, but only three of the four needles were visible at the hub. The prostar xl device instructions for use (IFU) state under needle deployment that if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles were not deployed, terminate deployment. Refer to the technique for needle back-down section to perform needle back-down procedure. Additionally, the IFU states under technique for needle back-down, do not attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of a needle to deploy was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. It was reported that after the initial attempt to deploy the needles, the needles were backed down, the device was rotated 180-degrees, and a second attempt was made to deploy the needles. Under the precautions section of the prostar xl instructions for use (IFU), it is stated: do not attempt to re-deploy the prostar xl needles after the needles have been backed-down into the sheath. This is further reinforced within the IFU under the needle back down procedure, which states do not attempt to re-deploy the prostar xl needles after the needles have been backed-down. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.